Event description:
It was reported the patient experienced communication issues between patient's ipg and external devices. A manufacturer representative confirmed the issue. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.